Event description:
It was reported that the patient presented to the emergency room experiencing muscle stimulation. Upon interrogation, the pulse generator was found to be in backup vvi operation. After the software was downloaded, normal device function resumed. The patient was no longer symptomatic and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.